Event description:
As reported by the anesthesiologist per the user facility: while placing needle, had about a 4 cm end of needle retained in pt. On first attempt to place needle had some difficulty advancing, so removed and attempted placement again. Had some difficulty on that attempt. Removed needle and introducer and when removed needle from introducer noted the end was missing. He attempted to palpate the area and could not palpate the needle end. Reinserted a new spinal needle in the space above and had good effect for spinal for c section which was uneventful. He consulted an orthopedic and trauma spine surgeon who recommended CT scan. Needle tip was nestled in l3-l4 spinal space with no impingement on any nerve. Spinal surgeon is going to remove it this afternoon under local anesthesia and sedation. Customer does have needle, but not introducer. Additional info provided by the facility indicated the fragment was removed without incident and the pt suffered no additional adverse sequela associated with the incident. The sample is being retained by the risk management department.

Manufacturer narrative:
The actual sample is being retained by the facility and was not returned to the manufacturer to be evaluated. However, the facility did send in photographs of the needle for evaluation. Photograph #1 depicted the needle broken in two pieces positioned next to a tape measure. Also pictured with the needle was an introducer needle and an intact unused spinal needle for comparison. The fractured fragmented portion of the pencan spinal needle with the needle tip measured approx 40 mm in total length and a 10 mm portion of the fractured end of the fragment was bent on a 45 degree angle. The hub segment measured approx 42mm. Photographs 2-6 depicted both fractured ends of the needle to be bent at the point of fracture. It appears from the approximate photo measurements of the fragmented pieces and the event description, that the bevel end of the spinal needle broke off while still in the introducer needle during the procedure. Past incidents of this nature, indicate that the cannula encountered some type of trauma, which stressed the part beyond its intended design capabilities. This may be the case in this incident especially since it was reported the physician had difficulty in advancing the needle and the returned photo depicts the bevel end of the pencan spinal needle was bent on an angle at the point of fracture. However, without the actual sample to evaluate no specific conclusions can be drawn. There have been no other reports of the needle breaking against the reported lot number. The photographs and all available info have been provided to the actual manufacturer, for evaluation. If any pertinent additional info is made available from the manufacturer an additional follow-up report will be filed.